Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant cuff was implanted for the treatment of a type I endoleak and the endoleak was resolved. It was reported that an aptus heli-fx was used for treatment of a endurant proximal type I endoleak. A proximal type I endoleak remained after the procedure was performed. It was stated that the cause of the event cannot be determined. No further intervention is planned at this time. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak occurring at implant and subsequent follow-up¿s could not be determined from the films provided. The films prior to implant were not available. Angiograms during implant revealed that the bifurcate was implanted ~10mm below the renal arteries, and the aortic body was angulated at the flow divider ~40 deg l-r relative to the distal aorta. A likely proximal type I endoleak was observed at the top/left side of the sac , and an endurant aortic cuff was implanted 5 ¿ 10 mm above the bifurcate resolving the endoleak. CT¿s from 7-1/2 years post-implant showed that there was <(><<)>5mm of remaining proximal seal length with potential neck dilatation, increasing stent graft angulation to ~60 deg, and a proximal type I endoleak filling the bi-lobal aaa¿s measuring 70mm maximum diameter. It is possible that low placement within the neck may have contributed to the type ia seen at implant, and continued neck dilatation and angulation may have led to the reoccurrence of the endoleak. The cause of the heli-fx events reported during the intervention to repair the type ia (error light <(>&<)> inadequate guide deflection) could not be determined. Angiograms showed multiple endoanchors (~6) having been implanted into the proximal portion of the aortic cuff/bifurcate, along the outer curvature of the aortic body and approximately aligned with the contra gate. Images during implanting the anchors were not seen in the returned images, and final angiogram was not provided for assessment of the residual proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.